Event description:
On 10/01/1998 during implantation, some break-off set screws could not be broken off. The force applied to these screws caused two connectors to break. The surgery was delayed one hour while additional implants were obtained.